Event description:
Sorin group (B)(4) received a report that after the battery test during installation of the stockert s5 system several errors were displayed. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that after the battery test during installation of the stockert s5 system several errors displayed. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.